Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 43 mg/dl. He treated his blood glucose level with glucose gels. The displacement test passed. The customer went to the doctor and then started to have low blood glucose levels after eating. The device was not returned.